Manufacturer narrative:
The pump gave a button error alarm, and had no esc or act button response due to corroded keypad traces. The pump was received with minor scratches on the display window, a cracked display window corner, a cracked case at the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error and the keypad was not working. Customer's blood glucose was 180 mg/dl. The device had reportedly not been bumped or dropped. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.